Manufacturer narrative:
Device was used for treatment, not diagnosis. The brand name is unknown. The catalog number, lot/serial number is unknown. UDI: the part number is unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. PMA/510(k) number is unknown device manufacture date: the device manufacture date is unavailable. Device evaluation: the actual device was returned for evaluation. The driver device was evaluated and the reported condition that the device was not working and had a grinding issue was confirmed. An assessment was performed and it was confirmed that the device could not lock a cutter. The device was taken apart and it was noted that a fractured piece of a cutter was improperly secured in the locking mechanism assembly and damaged the driveshaft which caused the failure and fractured the cutter. The piece of the cutter was examined using 25x magnification and rechecked on an optical comparator. It was noted that a full assessment of the device could not be performed due to the condition of the cutter was received. It was observed that the piece of the cutter was broken off below the laser marking and identification of the cutter and the lot number was not able to be identified and the rest of the cutter was not returned for evaluation. It was determined that the assignable root cause of the broken cutter inside the attachment was component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the driver device was not working and had a grinding issue. During in-house engineering evaluation it was observed that the device could not lock a cutter. The device was taken apart and it was noted that a fractured piece of a cutter was improperly secure in the locking mechanism assembly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.